Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room due to a syncopal episode. Upon interrogation, it appeared the patient was going into balanced endless loop tachycardia. The retrograde conduction time was measured and was approximately 250 ms. The patient was going into a pacemaker mediated tachycardia (pmt) around 100 ms. Various programming options were discussed. The device was programmed to ddi mode, however the next morning there was evidence of intermittent heart block. The device was then changed to ddd-r mode and the post-ventricular atrial refractory period (pvarp) was extended. The cause of the syncope was unknown, however there was no storage of any ventricular tachycardia (vt) episodes. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.